Event description:
During use, after the coil was at the site, it could not be released, and then another dcs syringe was utilized to release the coils, but failed again. Those devices will be returned for evaluation. Additional information indicated that prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and no damages were noted during prep on the syringes or coil delivery system. No coils were detached with the dcs syringes. During prep, a dedicated saline source was utilized to fill and prep the syringes. During prep, the blue zone was not exceeded, and after disconnecting the coil delivery system, no damages were noted on the syringes or delivery system. The green zone was not exceeded. The syringe pressure was increased to the alternative red zone once the coil did not detach. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. The coil was not detached with the new syringe. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system, hub or syringe. The coil was not attached to the delivery system. The physician used another coil and release system to complete the operation.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.